Event description:
Pump set to deliver 85 cc/hour and infuse 8.5 cans of enteral product in 24 hours. Pt was receiving 11 cans of enteral product each 24 hours. Pump was deliverying 110 cc/hour. Due to increased amount of feeding received, patient's inr levels were not therapeutic and patient's physician had difficulty anticoagulating the pt. One pt involved.